Event description:
It was reported that the patient had the tactra penile prosthesis cylinder removed due to erosion out of the patient's distal penis. Several months later, the patient had the remaining cylinder removed and an inflatable penile prosthesis implanted. No further patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported perforation and erosion could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Tation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a labeling review was performed and according to the tactra instruction for use document, perforation and erosion are documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on this investigation, the conclusion code of known inherent risk of device has been chosen.

Event description:
It was reported that the patient had the tactra penile prosthesis cylinder removed due to erosion out of the patient's distal penis. Several months later, the patient had the remaining cylinder removed and an inflatable penile prosthesis implanted. No further patient complications were reported.